Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer complained that pinnacle reamer handle sleeve was not fitting correctly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the complaint was received into the company with the following comment: customer complained that pinnacle reamer handle sleeve was not fitting correctly and has requested a replacement. Issue discovered on pre-sterilisation inspection of instrument. There was no defect attributed to the product. The issue occurred because the wrong product was issued in the consignment kit. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.